Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and successfully replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported.